Event description:
Preop symptoms: persistent radiculopathy of the left lower extremity, as well as lower back pain. Preoperative diagnoses: l2-l3 spondylolisthesis. Degenerative disk disease. Neural foramina! Stenosis. Failed laminectomy at l5-s1. It was reported that on or around (B)(6) 2009 and (B)(6) 2010, the patient underwent an l2 through s1 posterolateral decompression and fusion using segmental instrumentation l2 through s1 and placement of rhbmp-2/acs and local auto bone graft. During the procedure, it was reported that screws and rods were placed. Then, the wound was copiously irrigated with the bacitracin solution. The combination of the autograft from the spinous processes fragments and decompression as well as infuse and mastergraft were placed in a burrito fashion into the lateral gutters over the transverse processes and the sacral ala. Crosslinks were placed after that, and attention was turned toward closure. The patient's post-operative periods were reportedly marked by the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient reportedly has physical and mental pain and suffering and emotional/mental damage.

Event description:
It was reported that on: (B)(6) 2009: patient presented with the following pre-op diagnosis: l2-l3 spondylolisthesis; degenerative disk disease; neural foraminal stenosis; failed laminectomy at l5-s1. Procedure(s) performed: l2 through s1 posterolateral decompression and fusion; segmental instrumentation l2 through s1; placement of rhbmp-2 and local auto bone graft. Per-op notes: solution. The combination of the autograft from the spinous processes fragments and decompression as well as rhbmp-2 and bone graft were placed in a burrito fashion into the lateral gutters over the transverse processes and the sacral ala. Preoperative diagnosis: lumbar foraminal spinal stenosis at l2-3, l3-4, l4-5 and l5-s1 levels bilaterally. Procedure(s)performed: lumbar laminectomy, foraminotomy, facetectomy at l2-3, l3-4 and l4-5 as well as l5-s1 (reoperation). Patient underwent intra-operative monitoring. There were no complications. On (B)(6) 2010: patient presented with the following pre-op diagnosis: pseudoarthrosis l5-s1; right l5-s1 disk herniation. Procedure (s) performed: hardware removal, l2-s1; exploration of fusion, l2-s 1; non-instrumented posterolateral arthrodesis, l2-3 and l5-s1; local bone, rhbmp-2 and 60 ml of cancellous chips. Per-op notes: after neurosurgical decompression, the fusion mass was then cleaned off an soft tissue, early decorticated and the posterolateral arthrodesis was performed by placing local bone, 60 ml of cancellous chips and large rhbmp-2 kit at l5-s1 and l2-l3 bilaterally. The patient was extubated and transferred to the recovery room in stable condition. Pre-op diagnosis: lumbar discectomy at l5-s1 on the right. Procedure: lumbar discectomy at l5-s1 on the right.

Manufacturer narrative:
(B)(6). (B)(4).